Event description:
Customer's nurse reports customer went to the hospital for dka because she was throwing up and could not hold any food down. Nurse reports customer attempted to use meter but it kept buzzing while using the compact system. Device was unavailable for use. Nurse reports customer tested on a friend's meter with a result of 100 something and went to the hospital. Nurse reports at the hospital they tested customer's blood glucose with a result of 474mg/dl; was treated with an insulin drip and admitted for 9 days. A request was made for return of the suspect product and a replacement was sent.